Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the rear cover of the monitor had crack along the printer area. The monitor was originally returned for repair of a color chip failure when the crack was found. Since the event occurred at the service center, there was no patient involvement during this event.